Event description:
Customer reported receiving large differences between sensor glucose and blood glucose readings. Customer also reported having several bent sensors. Blood glucose level was 185 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 6 opened/used enlite sensors and performed bicarbonate buffer test per dop114-830. 1 of 6 sensors failed for high readings 5 remaining sensors passed per spec. With accurate readings. All 6 sensors bent.